Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photograph was provided and review. The photo shows two maxcore devices within their packages. First device is seen with yellow guard and the labeling information on the package is not seen clearly. No additional anomalies were found. Based on the photo review the reported issues cannot be confirmed. Received two (2) 18g maxcore disposable core biopsy instruments for evaluation. Upon visual inspection, both sample 1 and 2 were received with a needle protector and with a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was received with both slides in their initial positions. Upon functional testing, sample 1: to prime the top slide was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Sample 2: to prime the top slide was pushed into the device and was able to lock into place. The bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. The investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. All 6 samples were collected with no issues, the investigation is inconclusive for the reported needle bent and difficult to remove as no objective evidence was provided for review. A definitive root cause for the reported material twist/bent, failure to fire and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, a2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue using the maxcore device. During the procedure, it was reported that the the needle bent and failed to collect tissue samples. It was further reported that only the inner needle of the product was fired. Additionally, it was reported that the needle was removed by force from the patient. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue using the maxcore device. During the procedure, it was reported that the the needle bent and failed to collect tissue samples. It was further reported that only the inner needle of the product was fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.